Event description:
After inspection of the patient¿s controller and driveline there was an area with a small slit/tear in the silicone jacket found underneath the electrical tape. No wires were exposed, and the damage appeared to be cosmetic only. It was reported that rescue tape was again applied to this area of the driveline on (B)(6)2021.

Manufacturer narrative:
Section b5: additional information was originally reported in manufacturer report number 2916596-2021-06332. Manufacturer's investigation conclusion: damage to the silicone jacket of the patient¿s driveline was confirmed through the evaluation of the submitted photograph. A specific cause for the observed damage could not be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available . Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient applied electrical tape on the driveline on (B)(6) 2021.